Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The cardiac resynchronization therapy defibrillator exhibited nonsustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable.